Event description:
It was reported that the inner wire and tip detached. Reportedly, during operation, a leak was observed at the junction of the recanalization catheter and support catheter. The recanalization catheter was removed. Attempts advance a second recanalization catheter into the support catheter were unsuccessful. The fluoro image was reviewed and a metal wire observed within the support catheter. The first catheter was inspected. Reportedly, the device was damaged and a large section of the inner wire and the tip were missing. It was then determined that the wire seen in the images was from the damaged catheter. The support catheter, the wire and tip were successfully removed without incident.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed. There were no issues with materials, manufacturing or quality control inspections. The sample has been returned to the MFR for eval. The investigation is currently underway.